Event description:
Customer reported multiple malfunctions on their pump since the initial call in september. Impact on blood glucose level was unknown as the customer declined to answer, and there was no notable event prior to the malfunction. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.